Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low" (specific value was not provided), and the meter bg reading was "high" (specific bg value was not provided). As a result of the basal suspension, customer's blood glucose (bg) level rose to 1400 mg/dl. Customer "drank a coke" to address bg level and was transported by paramedics to the emergency room and was admitted to the intensive care unit. Customer was treated with intravenous fluids of antibiotics, saline and insulin and was released from the hospital 3 days later (11/24/2023) with the issue resolved and no permanent damage. System check with tandem technical support additionally identified that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. No additional patient or event information was available.